Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and osteolysis. Patient's medical records indicate the patient had elevated cobalt and chromium levels. The patient's chromium level was a 54.7 and cobalt level was 46.8 parts per billion. Also, noted upon revision the patient had bearing surface wear. The head, liner, and stem are all being reported at this time.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Patient medical records were received and reviewed by a medical professional. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Update rec¿d (B)(6) 2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was revised to address a transverse fracture of the greater trochanter. There is no new information that would change the existing MDR decision. The complaint was updated on: (B)(6) 2015.